Manufacturer narrative:
(B)(4). Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). Model#: sc-4316, lot #: 18262617, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation in the arm due to contacts not working. It was noted that multiple contacts displayed red x's when checking impedances on the clinician programmer (cp). The patient underwent a revision procedure wherein the lead, splitter and clik anchor were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-70/(B)(4): device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 14 cm from the distal end. X-ray inspection confirmed 13 cables were fractured (electrodes 1-9, 11-14). There are no exposed cables at the clik site fracture. Additionally, cable # 14 is fractured and exposed between electrode # 14 and 15 along the distal array. The cause of the cable # 14 damage couldn't be determined. The fractured cables resulted in loss of stimulation and high impedances. Sc-3400-30/(B)(4): device evaluation indicated that the complaint of high impedance was not confirmed. Device passed all the required tests and it revealed no anomalies. Sc-4316: device evaluation indicated that the clik anchor revealed no anomalies.

Event description:
A report was received that the patient was experiencing loss of stimulation in the arm due to contacts not working. It was noted that multiple contacts displayed red x's when checking impedances on the clinician programmer (cp). The patient underwent a revision procedure wherein the lead, splitter and clik anchor were replaced. Device malfunction was suspected. The patient was doing well postoperatively.